Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported stated patient was scheduled for a doctor's appointment on (B)(6) 2016.

Event description:
Additional information reported stated patient was scheduled for a doctor's appointment on (B)(6) 2016.

Event description:
A patient reported they are peeing every two hours. The patient stated when they stand up they can feel the flow of urine, "it stays in the bottom of butt, can I feel it there" and the patient doesn't make it to the bathroom. The patient stated they are pulling their pants down and they are already peeing on their pad. The patient added when they or other people do the dishes they have to run to the bathroom and they do not make it and they pee themselves. The patient noted they do feel stimulation. There are no traumas or falls related to the issue. The patient noted they saw their healthcare professional (hcp) on (B)(6) and they "fixed it" but the patient is having problems again. The patient stated they plan to follow up with the hcp regarding the return of symptoms. The patient also reported stimulation in the wrong location. The patient noted they are feeling stimulation in the bottom of their buttocks and anus. The patient noted the stimulation is very painful. The patient noted even when they sit down they feel throbbing in the middle of the patient's buttocks. The patient noted they want to move the stimulation out of their buttocks area back to incision area. The patient added they have tried decreasing the stimulation, but they still feel stimulation at the bottom of her buttocks. It was noted the therapy was on. The patient decrease the therapy from 2.8 to 2.6 but then the patient was not feeling stimulation at all, but was still feeling pain underneath buttocks. The patient increased stimulation back to 2.8. The patient then changed from program 2 to program 3 with stimulation at 2.5 and 2.7, but patient was feeling tingling in feet and legs. The patient noted they are still feeling pain underneath buttocks on program 3. The patient plans to follow up with hcp about loss of therapy, painful/uncomfortable stimulation. The patient called back on (B)(6) and reported the discomfort was so bad they took a pain pill. The patient began the call on program 3 at 2.9 v and decreased to 2.9 v with no change in tingling/stimulation location. The patient then changed to program 2 at 2.7v and feels stimulation and still feels tingling in feet. The patient then decreased to 2.3 v on program 2 and reported tingling not as bad, the patient continued to decreasing to 1.6 v and reported tingling is still present. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.